Manufacturer narrative:
(B)(4): catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event.an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, the caregiver (cg) saw air in the patient line of the cassette used for automated peritoneal dialysis (apd). This occurred during patient use, while in initial drain, patient connected. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) advised the cg to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.